Event description:
Pacemaker dependent pt was admitted to hosp with increasing weakness, dizziness with fatigue and some shortness of breath. Pt's pacer was not captured on a 12-lead electrocardiogram and systolic blood pressure was in the 60's on arrival to emergency room. An electrogram from ventricular channel demonstrated a 15 mv atrial pacing spike even at the lowest setting of 1 v and 0.03 msec. While in the cath lab the pt underwent the following procedures: temporary transvenous pacemaker wires, electrical cardioversion of atrial fibrillation, removal and replacement of cardioverter defibrillator and leads.